Event description:
The ICD involved in this report was implanted on (B)(6) 2011. Review of follow-up data dated (B)(6) 2012, showed "last charge time = 8.5s." An explanation is requested about this charge time.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the unites states. Analysis is pending.